Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that after wearing the insulin pump during an MRI scan, the device alarmed motor error alarm and motor position encoder error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the device back for analysis.

Manufacturer narrative:
The pump was received with motor error alarms during the displacement, rewind, and bolus delivery tests. A motor position encoder error alarm was confirmed in the history file due to an out of phase motor encoder signal. The pump passed the operating currents test, self test and prime test. Unable to perform the unexpected restart error, occlusion and no delivery tests due to the motor error alarm. The pump had a cracked case at the display window corner, and minor scratches on the display window.